Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with an unknown juvéderm® voluma¿ the patient experienced suffering from persistent swelling around my eyes, particularly under my left eye. After the patient experienced several examinations both the dermatologist and the dermatology clinic where they received the treatment now suspect that this could be an immunological or inflammatory reaction to the filler used at that time. This reaction can occur even years after treatment for example in connection with vaccinations or infections. The patient stated that they had a severe superinfection with a high fever last autumn, which coincided with the subsequent, initial appearance of the eye swelling. To alleviate the discomfort the patient is regularly performing massages and applying cold compresses several times a day. Swelling persists and is a significant burden for the patient both medically and aesthetically.